Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received four (4) photo samples. Three (3) photo samples showcase an overview of an all silicone foley catheter. Fourth photo sample showcases a piece of paper with native writing. Visual: received one (1) used all silicone foley catheter without original packaging. Visual inspection noted a break in the catheter shaft measuring (0.1435") and (0.4475") from the bifurcation. Based on the physical sample received product does not meet specifications. Therefore, product does not meet specifications which states "catheter length must conform to drawing". Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leakage was confirmed after foley catheter placement, and urine leakage was confirmed near the connection between the funnel and the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leakage was confirmed after foley catheter placement, and urine leakage was confirmed near the connection between the funnel and the shaft.